Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The aortic body delivery system was advanced and deployed as expected. It was noted that the contralateral gate was positioned posterior and that the physician had difficulties torquing the device, possibly due to the presence of significant calcium and tortuosity. The physician experienced difficulties cannulating the contralateral gate of the aortic body graft; an up and over approach by the physician ultimately achieved contralateral gate access and successful aneurysm exclusion after a prolonged procedure time. There were no pt sequelae as a result of this event. Because neither the delivery system nor intraoperative imaging were available for review, a definitive root cause for the cannulation difficulties could not be determined; however, the significant calcification and thrombus in the aorta may have been contributing factors.